Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and upon review, a decrease in shock lead impedance from 48 to 29 ohms was noted. No adverse patient effects were reported. This system remains in service.